Event description:
Customer alleged that the left gearbox is leaking grease. Qt (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtq-ts, serial number/date code (B)(4) is approximately 9 years 9 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This power chair was discontinued by invacare in may 2007. The dealer stated that the left motor/gearbox is leaking grease. Replacement part quote # (B)(4) has been issued. No injury reported.